Manufacturer narrative:
The returned device was evaluated and an occlusion alarm was generated by the pod. The exact cause of the occlusion alarm could not be determined. A leak was found on the exposed portion of the soft cannula. It could not be determined when this damage occurred or if it affected the ability of the device to deliver insulin while worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 24 mmol/l (432 mg/dl) and that the pod generated an occlusion alarm. The pod was worn longer than 48 hours on the leg.